Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn: (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon evaluation, the 12 v power supply was not functional, causing the charger not to power up. The root cause of the defective power supply was a missing component on the bedside pca board. Component d601 (a diode) was broken off the board, drawing voltage from the 12 v power supply causing it not to power on the charger. The root cause of the defective component cannot be positively determined but is likely due to excessive force. No adverse event resulted from the defective component. The patient received a replacement charger.

Event description:
A patient service representative assisting a (B)(6) year old male patient contacted zoll customer support to report that her battery charger had no lights on and showed no indication that it was charging the batteries. The patient was sent a replacement charger.